Event description:
It was reported that after an unspecified procedure, arteriotomy closure of a femoral graft was attempted using a perclose proglide device. Reportedly, the device broke at the distal guide to proximal guide transition. The device was surgically removed; the vessel was surgically repaired and sutured to achieve hemostasis. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated as the date of event, which was reported as occurring in (B)(6) 2012. Incorrect anatomy. The customer reported that the device was used for attempted closure of a femoral graft. The instructions for use (IFU) states under indications for use that the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5 to 8f sheaths. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint handling database could not be conducted because the lot number was not provided. The investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint handling database could not be conducted because the lot number was not provided. Based on a review of the available information, no product deficiency was identified. Reportedly, arteriotomy closure of a femoral graft was attempted with the proglide device. The indications for use section of the instructions for use state that the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths.